Event description:
Patient presented to the physician with wound dehiscence at the neck incision with lead exposed. Physician brought the patient back to the or, re-tunneled the lead, and sutured the neck incision. This resolved the issue.

Event description:
Patient presented to the physician with wound dehiscence at the neck incision with lead exposed. Physician brought the patient back to the operating room, re-tunneled the lead, and sutured the neck incision. This resolved the issue.